Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and displacement test. However, pump failed force sensor test at 3 lbs. The force sensor was tested outside of the device and passed. The force sensor may have had an intermittent failure that was not detected during our testing. The problem isolated to the force sensor. Analysis was unable to perform occlusion test due to pump failed force sensor test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer's blood glucose was 98 mg/dl at the time of call. The customer stated that they had symptoms of low blood glucose. The customer performed troubleshooting. The insulin pump will be returned for analysis.